Event description:
It was reported that patient was implanted year ago and device battery died and seizures were totally controlled. She stated having chest pain and the patient¿s mother thinks that the patient¿s body was rejecting the implant at that point so she had the implant removed at that point. Explanted device has not been returned. No additional information has been received to date.